Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No photographs or lab reports could be provided confirming the alleged complaint. Due to the lack of information provided the root cause cannot be determined. The identified superior mesenteric artery syndrome (smas) is a known but rare complication following scoliosis surgery and a result of patient specific anatomy with no relation to nuvasive devices. Additionally, post-operative infection is a known complication of surgical procedures that can be the result of environment contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. Review of the reported event suggests possible environmental contamination though the type of infection was not provided. No additional investigation can be completed. Label review ". Contraindications: contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; preoperative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. All non-sterile parts should be cleaned and sterilized before use (B)(4). Cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions doc (B)(4 )before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your nuvasive representative for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a d prefix part number may be disassembled. Please refer to the additional disassembly instructions for these instruments (b)(4: device not returned.

Event description:
On an unknown date a patient underwent a surgery using an unknown reline system device. On (B)(6) 2021 the patient presented with a surgical site infection and superior mesenteric artery syndrome (smas). The patient was readmitted to the hospital and required nasojejunal (nj) feeding for 6 weeks.

Event description:
On an unknown date a patient underwent a surgery using an unknown reline system device. On (B)(6) 2021 the patient presented with a surgical site infection and superior mesenteric artery syndrome (smas). The patient was readmitted to the hospital and required nasojejunal (nj) feeding for 6 weeks.

Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No photographs or lab reports could be provided confirming the alleged complaint. Due to the lack of information provided the root cause cannot be determined. The identified superior mesenteric artery syndrome (smas) is a known but rare complication following scoliosis surgery and a result of patient specific anatomy with no relation to nuvasive devices. Additionally, post-operative infection is a known complication of surgical procedures that can be the result of environment contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. Review of the reported event suggests possible environmental contamination though the type of infection was not provided. No additional investigation can be completed. Label review ". Contraindications: contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; preoperative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. All non-sterile parts should be cleaned and sterilized before use (B)(4). Cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions doc (B)(4 )before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your nuvasive representative for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a d prefix part number may be disassembled. Please refer to the additional disassembly instructions for these instruments (b)(4: device not returned.